Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va03713, implanted: (B)(6) 2012, product type lead; product ID 3889-28, lot # va03713, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that stimulation had never really helped the patient and she wanted it removed. The patient could reportedly "not do anything active" with the implant. However, the patient¿s healthcare provider suggested that the device be turned off for a while to determine if she noticed any changes to her symptom control. The patient¿s device was therefore turned off about a month or so prior to the report. The patient subsequently experienced a shocking sensation at the lead location about two weeks afterwards. The patient reportedly felt this when she sat down and was ¿stretching.¿ the patient had seen her healthcare provider who was ¿puzzled by the situation¿. It was confirmed that stimulation was off. No imaging had been performed yet. If additional information becomes available, a follow-up report will be submitted.